Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-721h-(B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 8.25 inches from control knob, between the connector and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the break; the white tubing does not exhibit signs of melting at the break. Review of lot 721h DHR did not indicate any failures upon the final inspection. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
It was reported that during a surgical procedure, the fiber did not work. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient was reported.